Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump indicated that is has delivered 6 units of insulin when there was only 4.6 units left in the reservoir. The customer also stated that the insulin pump did not provide any warning that the reservoir was low or out of insulin. The customer declined further troubleshooting for the issue and there was no indication of it being resolved during the call. The customer stated that the insulin pump was not working and wanted it to be replaced. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. Pump passed dat test. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.